Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of internal bolster detachment.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used in the stomach during a gastrostomy replacement procedure performed on (B)(6) 2024. On (B)(6) 2024, an endovive securi-t bolster was successfully placed. On (B)(6) 2024, it was noticed that the internal bolster had dislodged during an attempted to insert the feeding tube. A new endovive securi-t replacement bolster was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used in the stomach during a gastrostomy replacement procedure performed on (B)(6) 2024. On (B)(6) 2024, a securi-t bolster was successfully placed. On (B)(6) 2024, it was noticed that the internal bolster had dislodged during an attempted to insert the feeding tube. A new endovive securi-t replacement bolster was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of internal bolster detachment. Block h11: investigation results: the returned endovive securi-t replacement bolster was analyzed, and a visual and microscopic inspection found the device bolster was detached and the bolster was not returned. Media analysis was performed on the photo provided by the customer and shows the device without the bolster inside a bag. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of bolster detachment was confirmed. The detachment may have occurred due to the technique used by the physician or the way the device was being handled when trying to place the device into its correct position. The device had markings at the end of the tube that suggest that the tube was attached to the bolster. Perhaps the way the feeding tube was being inserted caused the detachment during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.